Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air/water tube, air/water cylinder, and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over two (2) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed adhesion of foreign material in the air/water (aw) channel, aw cylinder, and aw auxiliary water channel but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It is unknown if there were deviations from the instruction manual in the reprocessing steps. The event can be prevented by following the instructions for use which state: "IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.